Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during the pre-use check, leaking was observed at the connection of the filter and the tube. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Three pictures were attached for evaluation. Sample received: eight (8) samples were received from lot number, two (2) in used conditions with its original open packaging and six (6) unused. Leak test: the samples were tested using a syringe with colored water. Results: during the test, a leak were found between the filter and tube in the used samples. The complaint is confirmed. Root cause was determined to be lack of solvent by not following the manufacturing procedure. The lot number was manufactured with (B)(6) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06854. The report was submitted in error.